Event description:
Hospital reported in 2009, that the patient exhibited necrosis (stage 3 pressure sore) of the lips while using the dale 720 endotracheal tube holder.

Manufacturer narrative:
Patients with compromised immune systems, friable skin or with limited sensory perception, need special monitoring and care. Elderly patients with underlying medical conditions are susceptible to skin tears and pressure sores. The probable cause of the patient's injury was inadequate monitoring of the patient's deteriorated skin condition, not properly supporting the ventilator tubing to reduce pressure on the patient's face and insufficient repositioning of the endotracheal tube to relieve the pressure applied to the patient's lip. Dr. Notes that he had previously used the device with success. He was on vacation when events occurred. ICU patients whose condition is unstable should be reassessed every shift. Dale labeling: caution: to prevent skin ulcerations or skin tears, assess patient skin and medical condition prior to applying. Monitor daily or more frequently. Removal: adhesive should be removed with care to avoid skin trauma. Dale medical strongly recommends supporting the ventilator tubing to reduce pressure on the patient's face. Dale medical recommends repositioning the endotracheal tube often to help prevent injury to the lips and underlying tissues due to unrelieved pressure.